Event description:
A pump was reported to be set at 50 ml/hr with a 50 ml bag of nafcillin. 20 minutes later the entire amount had infused. The pump was discontinued. The therapy was continued with another pump. No pt injury resulted.